Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. An opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became dark and no image was displayed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.